Manufacturer narrative:
Adc reported this event based off information obtained on mw5034051. The date of event has been modified to (B)(6) 2014. The reported lot number 1354318 has been updated as the suspect medical device and all field related to the device reported have been updated accordingly.

Event description:
A mother of an omnipod system user reported that their daughter's meter was giving low readings while using freestyle test strips. The mother checked the daughter's blood sugar with test strip lot number "1" and the meter gave a reading of 120 mg/dl compared to readings of 280 mg/dl and 260 obtained with the test strip lot number "2". There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The freestyle test strip lot that is referenced in this MDR is associated with an on-going recall. The FDA was informed of the field action per 21cfr806 (recall number 2954323-02/07/14-001-r) and affected consignees were notified by letter beginning february 19, 2014. Adc has identified that all non-applied voltage legacy blood glucose meters (0mv) may produce erroneously low blood glucose readings in the parkes error grid c or d zone that could potentially affect clinical outcome when used in conjunction with freestyle test strip lot within expiry. This issue only occurs when freestyle or freestyle lite blood glucose test strips are used with freestyle, freestyle flash blood glucose meters and the freestyle blood glucose meter built into the omnipod insulin management system and freestyle navigator. Note: the test strip lot number is unknown; therefore, the device manufacturer date is unknown. Customer had two test strips lots. Lot numbers are unknown. All pertinent information available to abbott diabetes care has been submitted.